Event description:
The customer reported to olympus that the evis exera iii video system center exhibited no image with a 180 scope. The event occurred during preparation for use, prior to a colonoscopy procedure. It was reported the procedure was successfully completed with no delay using a 190 scope. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the image issue was reported. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.